Event description:
It was reported that, doctor said pt's tibia had way too much varus - right side, and had to abort.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.